Manufacturer narrative:
Concomitant medical products: product ID/ lot number/ serial number, unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient developed a staph infection 4 weeks post-op from the surgical wound where the lead components of their implantable neurostimulator (ins) are located. The patient was on week 2 of a regiment of IV infusion antibiotics (vancomycin) and had 3 more weeks of treatment (it was also noted that the antibiotic regime was to be 4 weeks). Unable to follow up with the contact information provided, hence no additional information was obtained.